Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure there was a pause in irrigation, and aspiration flow rate trough the tubing was obstructed. It was noted that the aspiration flow rate might have been caused by tubing or the sleeve may have been crimped or compressed. The case was completed using an alternate system.

Manufacturer narrative:
The system was examined and no issues were found with the equipment. It was discovered that the customer had nonconforming cassettes. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 18, 2015. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The centurion vision system operator's manual provides instruction in regard to loss of aspiration/suction issues. The system was found to exhibit no functional issues and was determined to not have contributed to the reported event. The root cause of the customer's complaint could not be determined as a sample was not returned. The manufacturer internal reference number is: (B)(4).